Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: no information regarding pt demographics, operative notes, or x-rays were rec'd. Without additional information, an exact cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is believed to be having an allergic reaction to implanted devices.